Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that ¿the stim unit and everything broke, the battery would not function.¿ the patient had the stimulator replaced on (B)(6) 2019.